Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 680 mg/dl. Cause of elevated bg level was unknown. Customer delivered a bolus and a manual injection in an attempt to treat bg level prior to ER visit. Customer reportedly did not receive additional treatment at the ER. Reportedly, customer left the ER 6 hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.